Event description:
Many symptoms of silicone intolerance, auto immune disorders. I don't know about this disease, until I have experienced the symptoms, and have recently research this, since my health has again recently declined. Also there is a recall on some silicone breast implants, but how do I find out if I have these? I got them in 2004. FDA safety report ID# (B)(4).